Event description:
It was reported that balloon deflation failure occurred. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation in a heavily calcified vessel. However, the balloon failed to deflate after it was being inflated. The procedure was completed successfully using an alternate device. There were no patient complications nor injuries reported.